Event description:
Sore knee decided to try euflexxan shots. Did first shot some soreness but some relief after about 6 days. Second shot very sore next day and more sore with pain in shoulders, back, whole leg, and upper arms. Will not be taking the third and final shot due to what I would say is bad side effects.